Event description:
It was reported that this right ventricular lead was an attempted implant due to the helix appearing deformed. The lead is not expected to be returned for analysis as it was discarded by the facility. The procedure was successfully completed with a different lead and no adverse patient effects were reported.